Manufacturer narrative:
Upon completion of the investigation, clear liquid was noted inside the valve. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the device was originally implanted via l-p shunt at 150mmh2o on (B)(6) 2013. Setting pressure was changed twice and set to 100mmh2o since the patient's condition had not been improved after implantation. The surgeon tried to set the pressure under 100mmh2o but he couldn't. Therefore, revision surgery was conducted on (B)(6) 2014. Both valve and catheter were removed because the fluid did not flow through the lumber catheter at revision surgery. The setting pressure of the removed valve was 100mmh2o. The valve was replaced to 82-3162 at 80mmh2o. (B)(6) for your inquiry, the catheter was the lumber catheter manufactured by other company.